Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient's foley was pulled, when pulling the saline from the bulb they noticed it looked like urine. Once the foley was removed they attached a new 10ml flush to the port for the balloon. There appeared to be a leak at the some where with the balloon because there was a tiny bit of moisture where they had dried the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient's foley was pulled, when pulling the saline from the bulb they noticed it looked like urine. Once the foley was removed, they attached a new 10ml flush to the port for the balloon. There appeared to be a leak at somewhere with the balloon because there was a tiny bit of moisture where they had dried the foley.